Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bs7n, implanted:(B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that his first implantable neurostimulator (ins) was bulging out and he "didn't have enough meat back there." The ins was not inserted far enough and the lead wire came loose. The ins was replaced and the patient didn't know why it was replaced. No potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.